Event description:
It was reported that, the surgeon inserted an aa4203tl silicone plate toric lens and the lens was torn during insertion. The incision was enlarged to removed the lens and sutured after a replacement was implanted.